Manufacturer narrative:
Additional information received and indicates the patient expired. Also, the additional information alleged the event occurred approximately 7 months after the date reported in the initial MDR. Request for clarification, circumstances surrounding the event has been made and upon receipt it will be submitted accordingly. This is one of three device reports associated with this event. Related manufacturer report numbers are 1225714-2014-07047, 1225714-2014-07048 and 2937457-2014-01825.

Event description:
The additional information received alleged that the patient subsequently expired.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2007 after the use of the product.